Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01192, 0001822565-2018-01193.

Event description:
It was reported that the provisional was fractured. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). This follow up report is being submitted to relay additional information. Reported event was confirmed by review of device returned. Visual examination concludes that the returned device is fractured, exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post, all pieces returned. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a design deficiency. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.